Manufacturer narrative:
Concomitant medical products: product ID 8709, serial#: (B)(4). Implanted: (B)(6) 2003. Explanted: (B)(6) 2021. Product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4). Ubd: 05-mar-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative for a patient with an implanted infusion pump receiving an unknown drug for pain. It was reported that patient experienced headache post back surgery. The hcp concluded the headache was due to a csf leak post back surgery. The environmental/external/patient factors that may have led or contributed to the issue is the patient had surgery on his back near the catheter. The diagnostics/troubleshooting performed included a blood patch done by the hcp on patient and then exploratory surgery to see if he could find "the leak and discovered a pool of csf in the back pocket. The hcp explanted the pump and the catheter on (B)(6) 2021and upon examination, noticed small holes in catheter. It was unknown if the device was causal or contributory with respect to the csf leak. The issue was resolve at the time of this report. The patient insisted on taking the pump and catheter post explant. The patient's status at time of report is alive no injury.